Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model mz9270 lot number 23029243 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector was leaking causing patient to go into severe withdrawl which required medical intervention. Report 4 of 4. Verbatim: we use a tri-fuse IV attachment on most of our IV lines. It allows us to run three drips into one IV. We have found two of them to be leaking on the filtered port. We found it last week on a patient and thought it was a one off and switched to a new one and did not have anymore problems. We found one today on another patient and when we went to replace it we went though 4 of them with the same lot number and the all leaked at the same spot (on the filter port/white). We have removed all of the ones with the same lot number off the unit and have replaced them with new lot numbers 22119145 and they do not seem to all be leaking, but a few still do leak. This is a infection risk. Updated resonse: are you able to identify the total number of occurrences for second batch numbers? After we changed batch number, we still had at least 3 that leaked. -did the event involve an urgent/life threatening medical situation? The leaking caused at least one pt to go into severe withdrawal from the medication drips she was being given. We started to do a full septic workup on this pt (blood cultures-2 pokes to get them, respiratory panel-a swab down the pt nose very uncomfortable, and a ua- urinary cath to get a clean sample) because her symptoms of high temp, increased respiratory rate and increased o2 needs looks like sepsis. She also lost her piv that the meds were infusing into due to the backing up of blood because the meds were leaking out of the tubing. Once we got a new line and the meds going into working IV and tubing all of her symptoms improved. If one of these leaking connectors was hooked to a central line it could cause a bacterial infection into the blood very easily and for many of our pts that could be deadly. -are you able to provide samples to bd for investigation? If no, can a photo be provided? I have a bag of them if you need to see them. -can you provide the occurrence date for batch 22119145? 5/23. -is there any blood exposure to the patients and healthcare professionals? No -describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. See above example. -what is the medication infused during the treatment? One pt it was versed, fentanyl , and dexmedetomidine.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector was leaking causing patient to go into severe withdrawl which required medical intervention. Report 4 of 4. Verbatim: we use a tri-fuse IV attachment on most of our IV lines. It allows us to run three drips into one IV. We have found two of them to be leaking on the filtered port. We found it last week on a patient and thought it was a one off and switched to a new one and did not have anymore problems. We found one today on another patient and when we went to replace it we went though 4 of them with the same lot number and the all leaked at the same spot (on the filter port/white). We have removed all of the ones with the same lot number off the unit and have replaced them with new lot numbers 22119145 and they do not seem to all be leaking, but a few still do leak. This is a infection risk. Updated resonse: are you able to identify the total number of occurrences for second batch numbers? After we changed batch number, we still had at least 3 that leaked. Did the event involve an urgent/life threatening medical situation? The leaking caused at least one pt to go into severe withdrawal from the medication drips she was being given. We started to do a full septic workup on this pt (blood cultures-2 pokes to get them, respiratory panel-a swab down the pt nose very uncomfortable, and a ua- urinary cath to get a clean sample) because her symptoms of high temp, increased respiratory rate and increased o2 needs looks like sepsis. She also lost her piv that the meds were infusing into due to the backing up of blood because the meds were leaking out of the tubing. Once we got a new line and the meds going into working IV and tubing all of her symptoms improved. If one of these leaking connectors was hooked to a central line it could cause a bacterial infection into the blood very easily and for many of our pts that could be deadly. Are you able to provide samples to bd for investigation? If no, can a photo be provided? I have a bag of them if you need to see them. Can you provide the occurrence date for batch 22119145? (B)(6) 2023. Is there any blood exposure to the patients and healthcare professionals? No. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Please include treatment/intervention provided and the outcome. See above example. What is the medication infused during the treatment? One pt it was versed, fentanyl , and dexmedetomidine.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.